Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pump inflation issues as capsular contracture tissue developed around the pump. A surgical procedure was carried out wherein the pump was repositioned in the scrotum, no component was replaced. No additional patient complications were reported.